Event description:
It was reported by the affiliate that the (1) tl30 was used during a "dst" procedure. It was reported that the staples were malformed and an excessive leak was found. The case was completed a new instrument.